Event description:
The tbm also states on the right side wheel lock that engages the wheel, isn't holding. He states the provider alleged this is a consistent issue with this brake and he has to tighten it often.

Manufacturer narrative:
(B)(6) 2015 - should additional information become available, a supplemental record will be filed.